Event description:
The hospital reported that during an evh procedure it was noticed that the short port balloon was leaking air. A replacement device was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Investigation: the balloon was filled with 30cc of air from a syringe; the balloon remained inflated after the syringe was removed. Therefore, the complaint that the balloon leaked cannot be confirmed.